Event description:
When applying a dexcom g6 sensor, the applicator failed to insert the sampling tube and did not release the sensor plate. The needle that inserts the tube did not retract into the applicator. I had to peel off the adhesive to remove the applicator and sensor plate. There was some bleeding where the needle protruded from the applicator. FDA safety report ID # (B)(4).